Manufacturer narrative:
(B)(4).

Event description:
It was reported "pump shut off". Additional information states that the iab pump was swapped. No patient injury or consequence reported. The patients current condition is reported as "fine".

Event description:
It was reported, "pump shut off". Additional information states that the iab pump was swapped. No patient injury or consequence reported. The patients current condition is reported as "fine".

Manufacturer narrative:
Qn #(B)(4). The reported complaint of "unit was running then turn off then back on" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. According to the field service report, the field service representative checked the pump and could not replicate the reported issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.